Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 182, 202 and 195 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer stated it was stored near the bathroom and due to large amount of rain there was high humidity. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 01/18/2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with all the results in the meter's memory.